Event description:
The rptr stated that rptr did meter to hcp meter comparison tests. Rptr reported that the tests were done at the same time, with the meter reading 165 mg/dl, and the hcp meter (type unknown) reading 124 mg/dl. Rptr did not have any symptoms. No further info was provided. Followup attempts to contact the rptr have not been successful.